Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was rough running was confirmed. However, the reported condition that the device was hot was not confirmed. An assessment was performed and it was determined that that the handpiece failed noise and hand control assessments and ran rough (vibration). During repair it was observed that the bearings was worn out, causing it to run rough and fail noise assessment. It was further observed that the flex-circuit, which controls hand control operation, was worn out and the potting was cracked. The assignable root cause of this condition was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 3 of 6 for the same event. It was reported that during pre-surgery testing, it was observed that three motor devices and three attachment devices were running rough and became hot. This event did not occur during surgery. There was no patient involvement. It was reported that unspecified spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.